Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2013-90501.

Event description:
The customer called to report discrepancies between the sensor glucose and blood glucose readings. The customer stated that he was taken to the emergency room by the paramedics because he treated based on the sensor glucose reading, and ended up with a blood glucose of 30 mg/dl. The customer stated that he knows he's not supposed to treated based on the sensor glucose reading. The customer stated that he sensor glucose reading was 400 mg/dl, but his actual blood glucose reading was 165 mg/dl. The customer would like to speak with a medtronic trainer. Advised the customer that the trainer would be notified. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed start up test. Sensor passed per inspection.